Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, dyspareunia and other injuries following the procedure. The patient has undergone multiple surgeries and wants to have the mesh removed. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia and depression/anxiety. It was reported that the patient underwent mesh removal on (B)(6) 2008. It was reported that the surgery scheduled to remove the mesh and to implant a prefyx mesh on (B)(6) 2008, was canceled due to a urinary tract infection. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01745. The same patient is represented in each medwatch.